Event description:
This is an adverse event recorded on a crf as part of the (B)(6) patient registry. Subject is a male patient with barrett's esophagus. Two months after focal ablation, the patient reported dysphagia for solids. Endoscopy showed mild non-circumferential scarring without overt stricture formation. The area was dilated and the ae deemed resolved at last endoscopy visit dated (B)(6)-2010.